Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left circumflex artery (lcx). After a non-bsc guide wire crossed the lesion, a 1.0x6mm non-bsc balloon catheter was used for dilatation and was exchanged with over-the-wire (otw) balloon catheter to cover the weak backup of guiding catheter. Subsequently, a 2.00mmx8mm apex balloon catheter was advanced for dilation and was inflated twice at 14 atmospheres. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 2.0x15mm non-bsc balloon catheter. No patient complications were reported and patient's status is good.